Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing diagnostic procedure. The procedure was completed as planned by restarting the system. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system was unable to perform x-ray. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the system gave remote alert ¿rmt - point: resonance frequency too high ¿ frontal¿. The philips field service engineer (fse) checked the system onsite and found that the system was working and operational for patient use. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure was completed by restarting the system. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system gave an alert indicating the resonance frequency was too high, preventing x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.